Event description:
On (B) (6) 2009, the patient's husband reported that about 1 week ago, he was helping the patient bolus insulin via her infusion device and he thinks the buttons were not responding because no confirmation beeps or vibrations could be heard. He said they were able to get the buttons to work on the third try. He said they tried the buttons a few minutes ago and they are currently working but are concerned about them properly functioning. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.